Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer stated that he had a high reading of 646 mg/dl and nearly went to the hospital. The customer stated that he also had reverse; the customer stated that he had high above 500 mg/dl and when he was below 100 mg/dl, he kept using the bolus feature. The customer stated that he passed out at 37 mg/dl. The customer declined to call back.